Event description:
It was reported by the rep that the device was used during a diagnostic laparotomy. It was reported the mcl20 misfired while the surgeon was trying to ligate the vessels. The clip misformed and would not close on a vessel. There was no consequence to the pt.